Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient states they may have a bacterial infection in their spine that began over two weeks ago. They are in a lot of pain in the arm. The therapy works for their right shoulder where they "need a rotator cuff done". Patient stated their spouse told them their whole back is covered in pus. Patient is already following up with their hcp and planning to have an MRI in the future; they are traveling tomorrow. Patient stated they tried calling their physician last thursday but haven't received a call back yet. The rep reported the patient (pt) said they had an infection, and the healthcare provider (hcp) said the paddle could have caused an infection. Pt is on antibiotics. No further confirmation on infection provided. Pt reported taking antibiotics and needing bloodwork and MRI. The issue is not resolved and is ongoing, but the rep noted they would submit new information that becomes available.